Event description:
After iabp for 20 hrs, the iab leaked. The iab was removed and a second iab was inserted into the pt. On 4/28/98, the following was reported to datascope: blood was noted in the iabp tubing. There was no pt injury or complication as a result of the event on 3/19/98. The pt was stable and was post-op CABG. [Event complications]: unk-reported 3/20/98; none-reported 4/28/98. [Pt's current status]: stable-rpt'd 3/20 & 4/28.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up was mailed to the FDA on 5/04/98.